Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately three (3) months, and was replaced with another edwards valve same model, one size larger. Despite multiple attempts by edwards, the healthcare provider has not provided any reason for explant and the device has not been returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: report of an explanted aortic bioprosthetic valve after approximately three (3)months due to unknown reasons. Despite multiple follow ups with the healthcare provider, the reason for explant was not provided and the device has not been returned for evaluation. Therefore, the root cause and mechanism leading to this explant cannot be identified or evaluated at this time. No further action is required, edwards will continue to review and monitor all events.